Manufacturer narrative:
(B)(4). The device sample investigation report has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the surgeon used the applier to ligate the vessel but the clip could not be closed completely and it was hard to remove. No clip fell into the patient. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history record (DHR) for the instrument in question was reviewed and found completely without any irregularities. The returned instrument was evaluated and found that the jaws are aligned properly and that this instrument picks up, retains, closes and releases clips both with and without the use of silastic test tubing as required of its function, and no clips broke during testing. Parts were 100% visually inspected and tested at the manufacturing facility before instruments were sent to customer. No irregularities were found and/or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. We are unable to validate the alleged complaint since we were unable to replicate the alleged condition. No corrective action required at this time.

Event description:
Alleged event: the surgeon used the applier to ligate the vessel but the clip could not be closed completely and it was hard to remove. No clip fell into the patient. The patient's condition was reported as fine.